Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received the following results on the aviva nano system within 10 minutes: 30.0 mmol/l and 11.0 mmol/l, 22.9 mmol/l and 8.7 mmol/l the comparisons were performed on the same day, approximately 14 hours apart. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.